Manufacturer narrative:
Date rec¿d by MFR : 06jun2019, date of report : 24jul2019. The customer reported that they had 3 failed flow sensors sent to a third party for failure analysis. The third party concluded that the sensors failed due to thermal cracking and degradation of electrical traces, metal spatter and laser contamination, dust or liquid contamination of die surfaces due to inadequate filtering/high contaminant oxygen and air sources and high temperature thermal aging and oxidation during in service use of silicon die chip. Multiple attempts were made requesting that the customer provide specific part information (serial numbers) as well as send parts for the manufacturer to conduct their failure analysis; however, this information and parts have not been provided. If additional information is provided or parts are received, the complaint will be reopened. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that multiple flow sensors (beginning mid year 2018) failed due to contamination issues. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 16aug2019. Obtained s/n for gds-(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.